Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine had a failed drawer with a "disconnect of bus" error. The customer rebooted the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information as field service engineer (fse) mentioned that repair not completed due to equipment being removed during deinstall of equipment. No responses received from the fse and the fse manager. Additional information will be added to the record if and when the information is received.